Manufacturer narrative:
B2 - date was unknown at time of entry. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted with left middle cerebral artery (mca) stroke with hemorrhagic transformation. The patient had 2 embolic strokes in the past 3 days. They had new onset low flow alarms on (B)(6) 2026. Log files were submitted for review and captured intermittent low flow alarms as well as brief low flow estimates when the pulsatility index (pi) was elevated starting on (B)(6) 2026. The estimated flows were averaging from 2 to 2.4 lpm and pi averaging from 6 to 11.7 during these events. The patient appeared vasodilated and was initially hypotensive. They were started on levophed (norepinephrine) and then discontinued and mean arterial pressure (map) was 85 when they had a low flow alarm when the ventricular assist device (vad) coordinator was in the room. The vad coordinator stated they thought it was probably vasodilation and hyperdynamic left ventricle. It was communicated on (B)(6) 2026 that the patient was reported deceased between (B)(6) 2026.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. Review of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not conclusively be determined. The controller event log file contained events on (B)(6) 2026 from 11:59:02 to 14:13:55, per the timestamps. Several low flow alarms were captured in the setting of elevated pi. Additionally, numerous low flow fault flags were captured that were not sustained long enough to activate a low flow alarm. No other notable alarms were captured, and the pump appeared to function as intended throughout the log file. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), revision, rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists stroke as an adverse event that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4, ¿heartmate touch¿ communication system,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.